Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that "although the cerebral hemorrhage was reported postoperatively, the specific date of the hemorrhage was unknown. Patient has a high-functioning disorder (attention disorder). Symptoms include missing the traffic signals. The doctor says that the symptoms would improve as the day goes by. Patient remained in hospital for 10 days longer than scheduled." Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event of patient intercranial hemorrhage and patient neurological deficit as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that after the procedure using the subject stent, the patient experienced a cerebral hemorrhage. The physician reported that the procedure was completed without any problems and that the timing of the bleeding is unknown, but potentially occurred in the day or two after the procedure. The patient has a high-functioning disorder (attention disorder) and symptoms includes missing traffic signals. The adverse event resulted in the patient being hospitalized for 10 days longer than scheduled. No further information is available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that after the procedure using the subject stent, the patient experienced a cerebral hemorrhage. The physician reported that the procedure was completed without any problems and that the timing of the bleeding is unknown, but potentially occurred in the day or two after the procedure. The patient has a high-functioning disorder (attention disorder) and symptoms includes missing traffic signals. The adverse event resulted in the patient being hospitalized for 10 days longer than scheduled. No further information is available.